Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2018, the patient was sent and admitted to the hospital for unreported reason. During the hospital admission, internal bleeding was discovered and the patient's peg site was infected. The reporting healthcare professional stated that the whole peg / j system had ¿fallen out" and the wound was enlarged in which the peg / j could not be replaced. On (B)(6) 2018, the patient was discharged back to a facility. No further information was available in the patient's file.